Event description:
Investigation results completed.

Manufacturer narrative:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps. Complaint of syringe plunger not in place was confirmed during testing along with revealed in the event log. This was isolated to q1 broken off from plunger board and plunger board broken off from glue. Action taken to replace the plunger board. The devices over all condition was found to have cracked on right plunger case on arrival. Other maintenance for repairs included.: replaced damaged right and left plunger cases. Replaced the old kurt blue worm gear. Upgraded the motor mount and replaced the worm coupling. Installed cable guard per eco (B)(4). Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket and power cord with the pump. Pump passed all pm testing. Unknown cause of event., corrected data: device analysis in additional manufacturer narrative. Analysis did not attach in the pdf on initial report.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps plunger not in place. No patient adverse events reported.